Event description:
Report rec'd from (B)(6), stating that the device had low power. The device was not being used during surgery. It is unk if there was any injury or medical intervention that occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).